Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) 'passed out'. The physician suspected atrial episodes as the cause. Additional information was recieved stating the patient experienced another syncopal episode 5 months later, and was hospitalized.